Manufacturer narrative:
(B)(4). Batch # p56x1z. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence as a result of the increased surgical time? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Are you able to provide details on how the device was removed from the patient? Did the jaws eventually open?

Event description:
It was reported that during a vats procedure, when using the gst stapler, it did not activate and blocked the jaws. The use of the stapler and a recharge was lost. There was increased surgical time. A new device and reload were used. There were no patient consequences reported.